Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 400 mg/dl. The customer was treated with the manual injection/insulin pen and the customer stated no symptoms. The customer was using the insulin pump system within 48 hours of the reported high blood glucose event. Troubleshooting was performed and found that the insulin exited at the quick release. Advised the customer to do a high pressure and self test on the pump and it got passed. No further patient complications were reported. The customer will continue the use of the insulin pump and will not be returned for analysis.